Event description:
It was reported that the trigger was sticking on this device. The device was sent in for repair, there is no information regarding patient involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The roughly actuating trigger was most likely caused by debris that built up in the trigger housing. The device has been repaired and returned to the customer.